Event description:
"It was reported in paper published by dr. (B)(6) in issue 211 of (B)(6)that, "at the last sofcot meeting, (B)(6) (4) drove the message home in his report of several cases of a pseudotumor reaction after hip replacement with a modular device featuring a crco taper on a tmzf stem. The bearing combination in these implants had been alumina on alumina. There were nine reported cases of local pseudotumours, attributed to delayed type 4 hypersensitivity i.e. A rate of 1.9 percent. The speaker stressed the fact that the rate given in the literature for metal on metal combinations ranges from 1 to 6 percent.""

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.